Manufacturer narrative:
The handpiece was received at the MFR for service and eval. The reported condition of the device leaking was confirmed, and a sample was collected from the device. Based on the investigation details, the likely cause for the reported complaint was a seal failure in a damaged e-box controller, which was replaced along with other components.

Event description:
It was reported that the handpiece began leaking an oil-like substance during the cleaning process. There was no pt involvement. There were no adverse consequences reported as a result of this event.